Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer reported that the black screen issue had not recurred. The device was not returned to olympus for evaluation; therefore, the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The field service engineer on behalf of the customer reported to olympus that the evis lucera elite bronchovideoscope would occasionally have a black screen. The issue was found during reprocessing in preparation for a diagnostic tracheoscopy procedure which was completed with a similar device without delay. There were no reports of patient harm.